Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the device history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. The first proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a mildly calcified left common femoral artery after an interventional procedure. Reportedly, while advancing the knot, the suture was pulled and broke. The guide wire was still in and a second proglide was attempted. All the deployment steps were completed, the knot advanced and placed, however moderate bleeding was still observed. An 8fr sheath was placed and following that manual compression applied to achieve hemostasis. There was no patient sequela. Though requested, no additional information was provided.